Manufacturer narrative:
(B)(4). The actual complaint product was not returned for eval. The lot number is unk. A trend related investigation is currently in process. Upon completion, a follow up medwatch will be filed. (B)(4).

Event description:
It was reported that a pt/consumer experienced eye pain, an unspecified corneal injury, and a decrease in visual activity. No other info was provided. Add'l info is not available since the reporter's contact info was not provided.